Event description:
It was reported that the user had just swapped to a new cgm that was in warmup while using the ilet system, performed a fingerstick with a blood glucose of 204 mg/dl, and was advised to input the meter reading; troubleshooting and education were completed, and the user declined a follow-up call. Symptoms included hyperglycemia. Outcomes included no alarms, no medical intervention, and no hospitalization. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed no device malfunction or alert activity and that the cgm warmup period limited sensor glucose availability, with manual entry used to guide therapy as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear and consistent with use during cgm warmup without evidence of device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.